Event description:
The telemetry nurse was training another nurse on how to place PICC lines. The trainee placed the line but was unable to pull the stylet out. As she pulled, the stylet broke. The first two attempts failed so a third line was inserted. The stylet could not be removed but it punctured the catheter. Nurse stated that stylet had been preflushed and the pt was placed in different positions.